Event description:
Oxygen concentrator shutdown and pt went to hospital for lack of oxygen.

Manufacturer narrative:
Compression fitting (with ferrule) connecting tube to manifold was leaking causing the oxygen concentrator to alarm. When the oxygen concentrator alarms, the pt is to switch over to an alternate source of oxygen and contact their oxygen homecare provider, as instructed in the pt manual with every device. The pt contacted a neighbor, who connected the pt to an oxygen cylinder and went to the hospital to get checked out.